Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed an error 6 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management regimen as a result of obtaining the alleged message. She reported, on date/time unknown, experiencing symptoms of ¿dizziness, hot flashes, face is red¿, but denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the patient was not using the meter for the first time. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury neither did she receive treatment for any symptoms. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.